Manufacturer narrative:
It was reported on 13 february 2026 that the patient experienced skin irritation describe as general redness and itching while wearing the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. As electrodes are intended for single use and are disposed after usage; therefore, a return of the product is unlikely. The allegation should be considered confirmed as there are images of the skin irritation and or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patients reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms: the patient is pediatric age extremes (infant 0-12 months, pediatric 1-18 years). Additionally, instructions for use (IFU), and patient education guides (peg) provide patients with guidance and alternate wear options should skin irritation develop, including advising the patient to contact a healthcare professional as needed.

Event description:
It was reported on 13 february 2026 that the patient experienced skin irritation describe as general redness and itching while wearing the electrode - patch - universal 2 channel. The patient sought medical attention and used a prescribed topical anti-inflammatory medication. The patient followed proper skin prep and has no history of skin sensitivity and or allergies. Additional follow-up information was received on 18 february 2026 that stated the patient allergist prescribed triamcinolone to treat the skin irritation. The patient symptoms improved after removing the sensor and electrodes. The patient is currently on a break in service and an extension request has been sent to complete service. No further information to provide.